Manufacturer narrative:
Concomitant medical products: 4398-88 lead implanted: (B)(6) 2015; 6947m55 lead, implanted: (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an open area over the cardiac resynchronization therapy defibrillator (crt-d). There was concern of a pocket infection so the physician chose to change out the device. The physician also suspected they may have damaged the seal around the setscrew of the left ventricular (lv) lead port of the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Correction: this device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.